Event description:
It was reported that an ilet user with a freestyle libre 3 plus continuous glucose monitor (cgm) experienced signal loss to the ilet, shown by three dashed lines on the display, until the sensor and ilet reestablished bluetooth connection and blood glucose readings appeared. Symptoms included hyperglycemia with a reported blood glucose of 301 mg/dl, attributed by the user to dietary intake while on vacation. Outcomes included the user continuing therapy and allowing the ilet to deliver insulin as needed without further assistance. Investigation included customer support troubleshooting and education to reconnect the sensor and ilet via bluetooth. Investigation of this case revealed that the device functioned as designed once communication was restored, with no alerts or alarms and no device malfunction identified. It was concluded that the event involved transient communication loss between the cgm and ilet, with hyperglycemia due to user circumstances rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.